Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had burst or did not inflate. New and bigger size catheter (14 ch) used by the surgeon. Per follow up information received on 28mar2025, there was no immediate untoward reaction, impact noted on the patient when it happened. The patient was still experiencing side effects of anesthetic after the operation and was still too drowsy to be asked when the patient left operating theatre. Per follow up information received on 02apr2025, it was reported that the surgeon who inserted the catheter said that they believed the balloon burst after inflating.

Event description:
It was reported that the foley catheter balloon had burst or did not inflate. New and bigger size catheter (14 ch) used by the surgeon. Per follow up information received on 28mar2025, there was no immediate untoward reaction, impact noted on the patient when it happened. The patient was still experiencing side effects of anesthetic after the operation and was still too drowsy to be asked when the patient left operating theatre. Per follow up information received on 02apr2025, it was reported that the surgeon who inserted the catheter said that they believed the balloon burst after inflating.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: direction for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overinflate) and depress plunger. Instil entire amount of sterile water ¿ 10 ml. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.